Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported device turned off which was reproduced during evaluation. Improper shutdown alarms were found through a review of the event history log, verifying the device turned off. Evaluation found the symptom to be caused by a damaged battery cell which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off. The problem was found in the neurosciences department. There was no patient involvement. No additional information is available.